Event description:
The customer stated that they have received questionable high results for 17 patient samples tested for ise indirect na for gen.2 on the cobas 8000 ise module. The customer stated that patient values and quality control values have been "bouncing around". Of the 17 samples, three had erroneous na results which were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued for all 17 samples. The first sample initially resulted with an na value of 153 mmol/l, which repeated as 146 mmol/l. The second sample initially resulted with an na value of 147 mmol/l, which repeated as 140 mmol/l. The third sample initially resulted with an na value of 147 mmol/l, which repeated as 141 mmol/l. The patients were not adversely affected. The na electrode lot number was j31. The electrode expiration date was asked for, but not provided. The field service engineer could not determine a cause. He inspected the system and obtained the alarm trace. Upon review of the alarm trace, there were abnormal aspiration and sample probe wash failed alarms prior to any known issues. When inspecting the system, a pressure sensor error occurred. The engineer replaced the sample probe and inspected the system further. Ise checks were within specification and the flow path was determined to be working within specifications. Calibration and controls were tested and the results passed. Precision studies were performed and a shift was noted between the two ise modules of the system. A second precision study was performed on one of the modules and at that point, all results matched between the two modules. Precision checks, calibration, and controls were all within specifications.

Manufacturer narrative:
The field service engineer was on site for a second visit and found a vacuum system failure. Four valves within the vacuum system were replaced and the vacuum system was rebuilt. Investigations determined the issue to be resolved by the service actions.